Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received via email on 07/24/2020 from suzanne proper, on-x device tracking, the patient had an onxm 27/29 and an onxace 27/29 implanted congruently on (B)(6) 2017. The on-x mitral was placed in the mitral position while the on-x aortic was placed in the aortic position. Then on (B)(6) 2020 both valves were explanted and replaced with an onxm 27/29 and a onxace 27/29. This event is relegated to onxace 27/29 serial number: (B)(4).

Manufacturer narrative:
The manufacturing records for serial number (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxace-27/29 sn (B)(6) was implanted (B)(6) 2017 in the aortic position of a 32-year-old male as part of a double valve procedure with an onxm-27/29 sn (B)(6) implanted in the mitral position. On (B)(6) 2020 (3 years 163 days post-implant) both valves were reported as replaced by onxace-27/29 sn (B)(6) and onxm-27/29 sn (B)(6), respectively, as noted by the implant registration cards submitted to cryolife¿s device tracking. No other information was provided despite cryolife efforts to obtain it. There is not enough information to know why the decision was made to explant the on-x aortic valve. Therefore, we have no evidence to indicate what, if any, contribution the valve made to the decision for its removal. The instructions for use [IFU] for the on-x valve acknowledge reoperation and explantation as potential consequences of a complication following prosthetic valve replacement, but we have no evidence of any valvular malfunction. No further action is required without additional information. A review of the device history record found that the valve met all specifications and testing requirements. There were no issues found in the manufacture of the device. Onxace 27/29 sn (B)(6) was implanted (B)(6) 2017 in the aortic position as part of a double valve procedure with an onxm 27/29 sn (B)(6) implanted in the mitral position. On (B)(6) 2020 both valves were reported as replaced with onxace 27/29 sn (B)(6) and onxm 27/29 sn (B)(6), respectively as noted by the implant registration cards submitted to cryolife¿s device tracking team. No other information was provided despite cryolife efforts to obtain it. There is not enough information to know why the decision was made to explant the on-x aortic valve. There is no evidence to indicate what, if any, contribution the valve had in the decision for removal. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation and re-operation. The risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received via email on 07/24/2020 from (B)(6), on-x device tracking, the patient had an onxm 27/29 and an onxace 27/29 implanted congruently on (B)(6) 2017. The on-x mitral was placed in the mitral position while the on-x aortic was placed in the aortic position. Then on (B)(6) 2020 both valves were explanted and replaced with an onxm 27/29 and a onxace 27/29. This event is relegated to onxace 27/29 serial number: (B)(6).